Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT to body divergence. Pst movement was observed during procedure. No issue was found with the system and a pneumothorax was not observed during procedure log analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), after a superdimension enb procedure, the patient had pneumothorax. Patient was hospitalized overnight for observation. No other medical intervention was reported.